Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash. The patient's doctor instructed the patient to use hydrocortisone cream for the irritation. Follow up indicated that after using the cream the patient reported that the irritation improved.